Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient for prophylactic and trauma reasons. At some time post filter deployment, it was alleged that the filter perforated the vena cava with one of the filter legs protruding directly into the aorta. The device was removed via an open abdominal procedure. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately four years post filter deployment, computed tomography revealed the filter tip was identified below the level of the renal veins centrally. On the same day, another computed tomography revealed all the filter legs protrude through the vena cava, and one of protrudes directly into the aorta. Approximately one month later, patient presented for open removal of filter. The barbed limbs of the filter projected outside the vena cava, each limb started with the anterior limbs and cut them with wire cutters and then retrieved the distal end which had the hook incorporated on it. The leg that was protruded into the aorta was exposed and 6-0 prolene purse string suture placed around the limb before it was cut. That limb was then retrieved intact. All the 6 legs were cut with wire cutters. Clamped the vena cava above and below the filter and opened the vena cava longitudinally centered on the location of the proximal hook. The hook of the filter was embedded in scar tissue and was freed up with sharp dissection. Then freed up all the limbs and legs from their surrounding fibrin sheaths and able to remove the filter a traumatically from within the lumen. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc).based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4(expiry date: 03/2015),g3,g4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for perforation of the ivc as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 03/2015); (manufacturing date: 03/2012).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient for prophylactic and trauma reasons. At some time post filter deployment, it was alleged that the filter perforated the vena cava with one of the filter legs protruding directly into the aorta. The device was removed via an open abdominal procedure. The current status of the patient is unknown.